Event description:
It was further reported that there was a lead warning on the superior vena cava (svc). Rv and svc defibrillation impedances rose sharply and remained high. The rv pacing impedance has also been rising.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead coil was fractured. The lead was replaced but could not be explanted. No patient complications have been reported as a result of this event.